Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown cup. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding dislocation involving an unknown shell was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation medical records received and evaluation. A review by a clinical consultant concluded that: a review of this complicated, infected, multiply revised proximal femoral replacement hip arthroplasty indicates persistent instability of the articulation. Device history review: could not be performed as the lot details were not provided. Complaint history review: could not be performed as the lot details were not provided. Conclusions the exact cause of the event could not be determined based on the information was provided. Additional information, such as device analysis, x-rays, pathology reports and follow up notes subsequent to this procedure are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
It was reported that the patient had a revision surgery for recurrent dislocation. Cup, liner and head were revised.

Event description:
It was reported that the patient had a revision surgery for recurrent dislocation. Cup, liner and head were revised.